Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen became unresponsive after the pump became wet. The customer reported a blood glucose level of 52 (mg/dl). Juice was consumed to address their low bg levels. It was indicated that an alternate pump would be used for diabetes management.